Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a history of non st elevated myocardial infarction. On (B)(6) 2019 a 3.50 x 38 mm xience sierra stent and a non -abbott stent were implanted. The patient was readmitted on (B)(6) 2019 with unspecified cardiovascular symptoms and kidney failure. The treatment upon readmission was not reported and the final patient outcome is unknown. No additional information was provided.